Event description:
It was reported that during an unspecified treatment procedure stent damage occurred. The stenosis was situated in the iliac artery. The delivery system of an epic stent 14x41mm was correctly placed to the target lesion. It was reported that after implantation the stent seems compressed and potentially not to exact expected position. No dilation was performed. The patient remained stable and no complication have been reported.

Manufacturer narrative:
Age at time of event: over 80 years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).